Manufacturer narrative:
The rv lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) system, the pacing threshold values for the right ventricular (rv) lead had increased. The rv lead had to be repositioned several times, but it was able to be successfully implanted along with the rest of the system. The next day, it was discovered that all three leads exhibited high pacing threshold measurements and no capture. Boston scientific technical services (ts) was contacted and discussed that this was most likely an inflammatory response by the patient's tissue. Further troubleshooting was also discussed. No adverse patient effects were reported as the patient is not pacemaker dependent. No interventions were taken and the patient was monitored normally. The patient was readmitted to the hospital several months later and diagnosed with severe dressler's syndrome. The physicians felt that this was the cause for the high pacing threshold values. Chest x-rays were performed and revealed the patient had pleural effusions and a pneumothorax. A revision was performed and it was confirmed that the rv lead had perforated the heart wall and the patient had a pericardial effusion. Thirty turns were applied to the lead helix mechanism to retract the helix; however, the helix did not retract. Ten more turns were applied and the helix was able to be retracted. The rv lead was successfully explanted without further complications. Testing was performed on the right atrial (ra) and the left ventricular (lv) leads and all measurements were in normal range; the pacing threshold measurements had decreased. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism was in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis unable to reproduce the reported clinical observations and conclusively determine the root cause of the helix extension/retraction problems.